Manufacturer narrative:
The device was returned for evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.

Event description:
A reported incident involving a 12 cm (5") pur smallbore trifuse extension set, medication leakage was observed from a cracked luer-lock connection. The device was replaced. There was patient involvement; no injury was reported.